Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department with an unsigned note that stated, "completed infusion, bag is still full." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).